Event description:
It was reported the patient fell off their bed close to a month prior to the date of this report. About 2-3 days after the fall, the patient could not feel stimulation and the patient was wondering if they knocked something loose when they fell. They also saw ¿a lot¿ of blood in their urine following the fall. In addition, the patient noticed that the implant moved about 3-4 weeks prior to the date of this report. The implant was ¿tipped up¿ on one side and was not lying flat like it should. Stimulation was at 3.75v and the patient was still not feeling stimulation. They had also been experiencing a return of symptoms as they had urinated three times in the past two weeks. No outcome or information regarding interventions was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0mxde, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she was not feeling stimulation on any program turned up to the highest amplitude of 8.5v since (B)(6) 2015; therapy was on. The patient was retaining urine again and having leaking symptoms since early (B)(6) 2015. It was noted that the previously reported was never followed up on by her doctor. She had an appointment with a health care professional on (B)(6) 2015 and she thought the implantable neurostimulator would be replaced. There was a sudden change in therapy/ symptoms.